Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the box of cement packaging was intact externally, but there was a smell emanating from the box. Customer is disposing of it as hazardous waste.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. No product was returned but one photograph was provided. The photograph shows the 10 pack unit carton. The unit carton appears to have staining on the top of the carton there also seems to be some ink transfer on the front of the unit carton. Medical records received and evaluation: not performed as there was no patient involvement. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot referenced. It was reported that the box of cement packaging was intact externally, but there was a smell eliminating from the box. The liquid monomer from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the box of cement packaging was intact externally, but there was a smell emanating from the box. Customer is disposing of it as hazardous waste.